Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer stated that the pump error occurred and setting were cleared and has been suspended more than 5 hours. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.